Event description:
A customer's mom reported that "the needle never deployed during the cannula insertion and as result her son's bg was reading high" (> 500 mg/dl). The product was discarded and will not be returned.

Manufacturer narrative:
The customer stated that the "needle never deployed during the cannula insertion" process. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod's user guide instruct users to "check the infusion site after insertion" to ensure that the needle fired properly. If labeling instructions were followed, the user would have noticed that the needle hadn't deployed (which would have been visible through the pod's viewing window) and would have immediately deactivated the device. The user guide also advises people to check blood glucose levels frequently so they can react quickly and appropriately to any issues. Lot qualification records were reviewed and found to have met all acceptance criteria.